Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the driver had trouble rotating, after some adjustment the driver worked and was used to complete the surgery. Additional drivers were also available. There was no delay and no patient injury. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 261840) was visually evaluated. The driver showed signs of moderate use with some minor scratches and discoloration on the handle and the rotating knob. The driver was functionally tested by rotating the knob in both the clockwise and counter-clockwise directions. There was some abnormal resistance felt during testing. The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defect. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw. In the warnings and precautions section of the instructions for use (IFU) for this product it is stated avoid undue stress or strain when handling or cleaning instruments. The discoloration is most likely due to residual from the cleaning process. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.